Manufacturer narrative:
The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. Approximately post-operative day one hundred twenty-nine (pod 129), patient was admitted for heart failure symptoms. An x-ray was performed and it was noted the evoque valve is currently in a different position than post implant. There was no patient injury due to the event. Surgical removal of evoque valve was completed and replaced with surgical valve. The patient was discharged. Addition information was received and operative day, there was a teer device attached to the anterior leaflet, slda, and the evoque was able to be deployed without issue. Leaflet capture was confirmed on each anchor during the anchor spin. The anchors were at the hinge points of the annulus prior to final valve release. The valve was released in the standard position. There was no central leak noted. There was appropriate volume optimization on the day of the procedure. The patient was discharged after initial implantation. The patient was seen in the office approximately pod 30, tte performed and the valve was in original position. The patient was admitted approximately pod 129 and malposition was noted.